Event description:
It was reported that the balloon catheter was tested in the sterile field before using it and they could "inflate the balloon but it did not deflate." Another balloon catheter was used. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the balloon catheter was returned and analyzed. There were no anomalies found. It was visually noted that pictures were taken of the balloon inflated and deflated.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the balloon catheter was returned and analyzed. There were no anomalies found. It was visually noted that pictures were taken of the balloon inflated and deflated.